Manufacturer narrative:
(B)(4). Device evaluation could not be performed because the affected device was not returned. Lot history review revealed no anomaly relating to the reported event from either lot. No other similar product experience report was received from either lot. Based on the provided information and referring to known similar events, it was presumed that stress generated with wire manipulation in attempts to cross had contributed possibly to fracture the core. The applied stress would localize and therefore exceed the product design limit when the tip was being caught and restricted its movement by the lesion and thus made the core of the guide wire to fracture. Further applied tensile stress generated in removal then made the coil to elongate. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings]: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects]: breakage of the guide wire.

Event description:
It was reported that the radiopaque tip of an asahi rinato (distributed as prowater in the us) guide wire had unraveled or fractured during a percutaneous coronary intervention (pci) to treat a tubular and diffused 90% stenosis in the mid left anterior descending artery (lad). The doctors (consultant and fellow) at the time said the wire felt "weird" when advancing the wire and did not cross the lesion. The guide wire was considered being unraveled based on the doctor's feedback. The wire tip remained intact and was removed easily and replaced with a new rinato wire which subsequently crossed the lesion with nil issue. Nil other devices were in use. The pci with the new wire was successful and had nil complications.

Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911 the reported rinato guide wire was returned for evaluation. Stretching or widening of the coil pitch for approximately 3mm was found distal to the mid solder that was set at 25mm from the tip. Due to stretching, the coils were pushed distally to deform the distal segment of the wire wavily. The ball tip was found at the very distal end of the tip. Separation or fracture of the guide wire was not confirmed; therefore, this event turned out to be non-reportable. Lot history review revealed no anomaly relating to the reported event from either lot. No other similar product experience report was received from either lot. Based on the provided information and investigation outcome, it was presumed that tensile stress generated with push-pull wire manipulation in attempts to cross had contributed to stretching of the coil of the guide wire. The applied stress would localize and therefore exceed the product design limit when the tip was being caught and restricted its movement by the lesion and thus made the coils to stretch. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] ~ breakage of the guide wire.